Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Conduction disturbances do not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(6). (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the patient was noted to have sino atrial (sa) node dysfunction and atrio-ventricular (av) block. A permanent pacemaker was implanted later the same day. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.